Manufacturer narrative:
This report is being filed as a final report. No product problem was identified as requiring further investigation. Issue is use related.

Event description:
On (B) (6) 2010 a healthcare provider called to request assistance in setting-up a patient's freestyle lite blood glucose meter. During the course of the phone call, the physician became angry that he had to set the time in the meter and was irritated that the meters are not sent to patients ready to use out of the box and noted that because of this a customer/patient had sustained an "injury". Before any additional information could be obtained regarding the possible injury, he hung up. It is unknown what possible treatment, either self or third-party, may have been rendered. There was no report of death or permanent injury associated with this event.